Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause is the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was found to be over-infusing during preventive maintenance or bench testing. There was no patient involvement and no patient harm.